Event description:
Information received from the patient reported that they were getting an electrical shock in their back. The patient stated that no matter what they did they got it and it was described almost like an itching which was constant. The patient did not have any falls, accidents, of medical procedures. It was noted that the patient had not been seen by their healthcare professional (hcp) in 3 years and they had a hard time getting an appointment. The indication for use for the implanted device was noted as spinal stenosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.